Event description:
The company received a report of a "negative pt outcome" while the device was in use. The caller reported the pt was desaturating with spo2 readings in the 80's. The caller reported that the alarm limits were set to 90 but "they didn't think the alarms happened as they should have."

Manufacturer narrative:
The customer has called for assistance in setting up the trend memory download, however, they decline to provide additional info related to the incident. If further info is provided, a supplemental report will be provided.